Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating at the arterial connection of a revaclear 500 set. Fifteen minutes prior to the end of hemodialysis therapy, the machine triggered an unspecified alarm and micro air bubbles were observed in the circuit lines. The nurse noticed blood flowing down the dialyzer and onto the floor. The nurse had to ¿re-attach the arterial line to the dialyzer¿. It was not reported if therapy was ended with or without blood restitution nor was the volume of blood lost reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.